Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced a low blood glucose after announcing a meal while using a dexcom g7 with the ilet system; the patient self-treated with approximately 15 g of oral carbohydrates and reported a lowest cgm value of 74 mg/dl with a confirmatory fingerstick of 56 mg/dl, lasting about 10¿15 minutes, and the agent advised that the meal likely contained insufficient carbohydrates and provided troubleshooting and education. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose and no hospitalization. Investigation included complaint intake and troubleshooting with user education. Investigation of this case revealed no device malfunction identified and user-related factors, including possible inadequate meal carbohydrate content relative to insulin dosing, as the likely contributor. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user and meal-related variability without evidence of device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.